Event description:
After 27 plus months of implantation, this ICD was explanted and returned because the sensed p and k wave amplitudes measured with ICD lower and more variable than those measured with the psa.

Event description:
After 27+ months of implantation, this ICD was explanted and returned because the sensed p and r wave amplitudes measured with ICD lower and more variable than those measured with the psa.